Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an increase in pacing impedance and high capture thresholds. This lead is not expected to return. No additional adverse patient effects were reported.